Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg-1690k is available in the USA with a 510k number k131902. D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the nozzle gluing missing. Based on the result, we concluded that it was caused due to the physical damage applied on the nozzle gluing. In addition, our technician confirmed that the lcb (light carrying bundle) broken, the air/water nozzle clogged, the mechanical base plate corroded, the operation channel (primary) leak, the insertion flexible tube cut, the aft suction tube dirty, the u/d and the r/l pulley wires worn out, the light guide cable worn out, and the air/water socket chipped/cut o-ring; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. In terms of the nozzle glue missing, the possibility of dropping into human body could not be denied. Moreover, based on the technical report""hr-rpt-0585(nozzle)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle peeled off (black glue).